Event description:
It was reported that variation in r-wave amplitude was observed. Data suggested that the lead may be dislodged; however, this was not confirmed. The physician elected to monitor the patient.

Manufacturer narrative:
Na